Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, h11. The device was not returned to olympus for inspection. However, the device was evaluated by a field service engineer and the customer's malfunction was confirmed. Based on the results of the investigation, the event was likely caused by the short-circuited and non-functional transformer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a short circuit episode with the smell of burning during setup/inspection for use, before patient in room. There were no reports of patient involvement.